Event description:
It was reported that high impedance was found for the patient¿s vns system during a routine follow-up visit. It was reported that x-rays were taken and reviewed by the healthcare professional and no anomalies of the vns system were found. It was reported that the patient had also presented increased seizures and that it could not be determined whether the seizure rate a replacement of the device is being considered was above, below or the same as pre-vns. System diagnostics revealed high impedance on (B)(6) 2014 and the pulse generator was subsequently switched off. But no known surgical interventions have occurred to date. Attempts to obtain further information were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent a full vns system replacement. System diagnostics in the newly implanted system returned an impedance result within normal limits, with 1556 ohms. It was reported that the generator replacement was prophylactic. The explanted devices were received by the manufacturer. Analysis of the returned devices is underway, but it has not been completed to date.

Event description:
It was reported that surgical intervention for the patient is scheduled for (B)(6) 2015.

Event description:
Analysis of the lead found that the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications.